Manufacturer narrative:
Batch review performed on 28 july 2025. Ball heads: mectacer 01.29.209 36mm biolox delta head m (k112115) lot. 2500703: (B)(4) items manufactured and released on 03-feb-2025. Expiration date: 15-jan-2030. No anomalies found related to the problem.to date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Addional component involved: liner: mpact 01.32.3648hc10a face chang 10° pe hc liner ø36/f (k183582) lot. 2401183: (B)(4) items manufactured and released on 05-feb-2024. Expiration date: 21-jan-2029. No anomalies found related to the problem.to date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Approximately 1 month after the primary surgery, the patient presented with pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised only the head, and the surgery was completed successfully.